Event description:
It was reported that during implant, the patient coded and was found to have a cardiac perforation. An emergency pericardiocentesis was performed and the patient's blood pressure was stabilized. The lead was successfully placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.